Event description:
A report was received that the patient was not receiving adequate stimulation. The lead contacts were showing high impedances. The patient underwent a revision procedure wherein the leads and lead extensions were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.